Event description:
Customer informed varian that they applied a wrong treatment over two fractions to a patient. Customer entered a gyn treatment plan manually into the gammamed control software. The abacus treatment plan was created with a step size of 5mm for both channels of a ring applicator. The customer did not enter the step size into the control program. The default step size of 10mm was used instead of step size of 5mm. The treatment plan with 10mm step size was applied for two fractions. The planned dose for the two dose points was 5.0gy, the received dose was 3.29gy. Half of the intended dose distribution to the cervix area was applied to 4-5cm of the upper part of the vagina. The customer has not reported any malfunction of the system nor an injury to the patient. Entering the treatment data maually is the common practice at this site and changing or confirming step size is part of that process. User system did not have feature enabled in the gammamed 12i control software that forces the user to enter step size each treatment.